Event description:
The customer called into philips healthcare to report an unspecified "system error" on the device. No other description available. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).